Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours. Patient tried treating her rising bg levels with correction boluses, but was unsuccessful. When the pod was removed, it was noted that the cannula appeared "slightly bent". A new pod was applied approximately 3 minutes after the event.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bend or kink was observed in the exposed soft cannula. Due to data loss, the cause of high blood glucose levels could not be conclusively determined. No other defects or deficiencies were found during the investigation.